Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a arthrex representative via sems that an ar-8750-03 driver shaft, t15 hexalobe, broke while inserting a 5.0 compression screw and got stuck inside the screw itself. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8750-03 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the driver's tip was broken off. Functional testing was not conducted due to the damage to the instrument's tip. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing dated. 29-sep-2020.